Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the device self discharged and was unable to charge to the set energy level. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated at the canadian office where we were unable to duplicate the customer report of auto discharging. Review of the data file shows that the device did not shock on its own. The data file shows that the device charged to the selected energy without incident or delay in charging. Therefore the device performed to specification. The customer's report of the device did not charge to selected energy was not duplicated with the device. The activity log does support the customer report. During charging the device had a "defib charge error" along with a payload error which corresponds with the "defib charge error" message. This indicates the device timed out or took more than 25 seconds to charge to selects energy. The device's battery lugs were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.